Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the red blood cells were passing through the serum in the bd vacutainer® sst¿ blood collection tubes while being spun, and created a "tunnel like" appearance in the gel where the blood clot could be seen. Additionally, the patient had to be redrawn as a result, and an extra step was taken on the consumer's end to re-spin the tubes on a mini centrifuge. This complaint was created to capture the 5th of 10 patients affected by this event. As reported by the customer, "the tubes are spun down but they are seeing that the rbc's are coming up through the serum. You can see a tunnel like through the gel and see the blood clot. They had to re-draw the first 10 patients and are now taking an extra step and placing the tubes on the mini centrifuge. Dates of events are not currently known".

Event description:
It was reported that the red blood cells were passing through the serum in the bd vacutainer® sst¿ blood collection tubes while being spun, and created a "tunnel like" appearance in the gel where the blood clot could be seen. Additionally, the patient had to be redrawn as a result, and an extra step was taken on the consumer's end to re-spin the tubes on a mini centrifuge. This complaint was created to capture the 5th of 10 patients affected by this event. As reported by the customer, "the tubes are spun down but they are seeing that the rbc's are coming up through the serum. You can see a tunnel like through the gel and see the blood clot. They had to re-draw the first 10 patients and are now taking an extra step and placing the tubes on the mini centrifuge. Dates of events are not currently known."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Tech services has provided training materials to this customer who has used them to train/retrain their phlebotomy staff. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Tech services has provided training materials to this customer who has used them to train/retrain their phlebotomy staff. The customer is satisfied that this has resolved their reported sample quality issue. A review of specimen handling parameters should be reviewed for this tube type. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.